Event description:
During a cholecystectomy procedure, the blade tip was broken on the instrument. The tip was retrieved from the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.